Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report 31627487-2018-08756. It was reported the patient experienced overstimulation in an undesired location while utilizing drg therapy. Reportedly, the patient was advised to turn the drg system off pending the next course of action. Follow-up identified surgical intervention was undertaken wherein the drg leads were explanted and replaced with a new model which resolved the issue.